Event description:
It was reported that the right atrial (ra) lead had high thresholds due to possible dislodgement. The ra lead was removed and replaced. During the same implant procedure, a new right ventricular (rv) lead was attempted and not implanted as the helix would not extend. Another rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 lead, implanted: (B)(6) 2013; 407652 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage.